Manufacturer narrative:
Continued: h.6. F2203 a review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed and seroma-late.

Event description:
Patient reported implant is "leaking." Later, healthcare professional reported breast enlarged and swollen. Additionally, healthcare professional reported ¿bilateral intact implants, no implant rupture but small amount gel bleed bilateral¿, and seroma-late. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ seroma-late: unable to observe. ¿ anxiety-product/procedure: unable to observe. ¿ gel bleed: not observe. ¿ edema: unable to observe. As per the investigation procedure, observed an opening assessed as surgical damage, crease fold and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported the left side implant is "leaking." Device was explanted. Later, healthcare professional reported breast enlarged and swollen. Healthcare professional reported left side exchange from textured to smooth implant due to the patients concern with the product. Later, hcp reported bilateral intact implants, no implant rupture but small amount gel bleed bilateral. Left breast with small amount yellowish fluid and soft material around implant.